Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: h10.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2 user facility report number (B)(4). The device will not be returned for analysis; however, and investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery that the wire cutter fractured. All pieces were removed from the patient's wound and no pieces were retained. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual examination of the provided photo identified one of two jaws is fractured, with the tip of the jaw broken off. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported instrument fracture is attributed to a design deficiency. The root cause of using the reported device after the device was recalled is attributed to user error. 6 recall notifications were sent to the associated hospital where the hospital was instructed to immediately locate and quarantine affected product in your inventory. The reported event has been confirmed by provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.